Event description:
It was reported by the representative, that upon opening a box that was marked tm-s 11x14x6mm, 7 degrees, it was found that the device inside was a tm ardis. There was no delay to the surgery or impact to the patient as the representative was able to provide another lot of tm-s 11x14x6mm, 7 deg. And the surgery was completed without any issues.

Manufacturer narrative:
Investigation is in progress.